Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that after being extubated the patient's pump flows increased markedly overnight. Log files were sent and "demonstrated pump thrombus". The patient was administered a bolus dose of tissue plasminogen activator (t-pa) with a return of pump parameters to baseline the last report received indicates that the patient is stable but remains hospitalized. Investigation is ongoing.

Manufacturer narrative:
The pump was not returned to manufacturer for evaluation; as reported, it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption and estimated flow. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive conclusion cannot be made, clinical factors and patient comorbidities may have contributed to the events. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported by the site that the patient on (B)(6) 2015 was placed on a heparin drip for sub-therapeutic inr after the setting of the new rn dysfunction requiring increased inotropes on (B)(6) 2015. On (B)(6) 2015 there were rising flows and power (rpm 2600, flow 6-9 lpm, power4.5-5watts) with increased ldh and hematuria. Echo showed no change but concern for thrombus with acute respiratory failure requiring intubation, "crrt started for fvo and aki". Tpa was given for presumed thrombus; rpm 2600, flows 4.5-5 lpm, power 3.5-4.0watts. Overnight on (B)(6) 2016 lvad flows rose from -5 to consistently greater than 7, power 3.9-4.5, concern for re-thrombosis. On (B)(6) 2015, tpa was given again, flows decreased from 8 to 4, power from 4.5 to 3.8. High dose steroids and pyridamole started to decrease inflammation and anti-platelet effect. On (B)(6) 2015 lvad flows up to greater than 10, power up to 9. Initiation of low dose tpa infusion on (B)(6) 2015. Power decrease after tpa infusion (3.7, flow 5.5) but lactate increased and peaked on (B)(6) 2015. On (B)(6) 2015, due to patient unresponsiveness off sedation, family decided to withdraw care. It was reported that the patient died on (B)(6) 2015. No additional information available. Device remains implanted.